Manufacturer narrative:
H3 evaluation summary: in 06/2005, ortho organizers received the broken nitanium palatal expander involved in this event. The visual examination showed that the right ortholoy arm (wire) has broken where it comes out of the end insert. Scanning electron microscopy (sem) of the fracture surface revealed that the fracture mode involved three zones: a brittle or intergranual zone near the surface of the wire followed by a fatigue zone and overload zone. The cause for the formation of the brittle zone has not been determined. As a preventive measure, two proof testing steps are added to the manufacturing process to eliminate potentially weak appliances. We have been marketing these appliances for almost 10 years. The breakage of the ortholoy arm is an event with a low rate of occurrence.

Event description:
Patient felt that a piece of a nitanium palatal expander was about to break. She removed the broken piece from her mouth and informed the orthodontist. The broken piece was a wire segment (approximately 1" long x .036" diameter). No medical intervention was needed and the incident had no consequence or impact to the patient and had no complications to the patient.